Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 56 events were reported for this quarter. Product return status: 33 devices were received. 10 devices were not available for evaluation. 13 device investigation types have not yet been determined. Additional information: 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 16 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 56 previously reported events are included in this follow-up record. Product return status: 35 devices were received. 21 devices were not available for evaluation.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 16 events had insufficient information received.